Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The complainant reported that the impella 5.5 was inserted via direct aorta to support coronary artery bypass graft. After the impella 5.5 was put in while closing the skin the patient had multiple episodes of ventricular fibrillation which prompted the team to add the impella rp flex for additional support. Later it was reported that the patient had ventricular tachycardia (vt) and was shocked once therefore return of spontaneous circulation achieved. Later it was reported that the patient again had episodes of vt. The physican wanted to leave at current support for now and continue to wean pressors as tolerated. The patient continued on impella support until successful weaned and explanted. The patient survived.

Manufacturer narrative:
D.10 concomitant product was added. H.10 related report number was added. The investigation for ventricular fibrillation, arrhythmia, tachycardia, cardiac arrest has been completed. The root cause of the injury was unable to be determined due to insufficient clinical details. The device history review passed all post sterile inspection checks.